Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump had a blank display when it was time to bolus. She did not recall the blood glucose reading. She stated that she would call back when the customer and insulin pump were available to troubleshoot. The insulin pump was not replaced or returned for analysis.